Event description:
A nurse reported a system message was displayed and the system locked prior to a vitrectomy procedure. The pt received peribulbar anesthesia prior to the procedure being canceled. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).